Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 532 mg/dl. The customer reported no delivery alarm on the insulin pump and customer's blood glucose was 350 mg/dl. The customer was treated for the high blood glucose with insulin pump. The customer declined troubleshooting for high blood glucose level. The device was not returned for analysis.